Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2006, mesh and in-fast were implanted; and on (B)(6) 2007, pelvisoft and in-fast were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, prolapse, cystocele and rectocele. It was reported following insertion that patient experienced pain, recurrence, dyspareunia and urinary problems. It was reported that patient underwent mesh revision on 11/30/2007. It was reported patient underwent coaptite injections on (B)(6) 2012 to treat sui, pain and discomfort.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006, and a mesh was implanted, concurrently with an abdominal sacrocolpopexy, and posterior repair. It was reported that the patient underwent cystoscopy, coaptite injections on (B)(6) 2013, due to sui. It was reported that patient underwent implantation permanent interstim, right side on (B)(6) 2008, due to intractable urge urinary incontinence. No additional information was provided.